Event description:
Livanova deutschland received a report that, during priming, the roller pump 85 pump, used for for crystalloids, displayed a wrench mark and a pump error and the pump would not work. There was no patient involvement. This occurred twice in total, once in late february and once in early march. The pre-pump check was normal. On both occasions, exiting and re-entering profiling did not restore the pump, and it was resolved by restarting the essenz main unit.

Manufacturer narrative:
H11: livanova deutschland manufactures the roller pump 85. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: based on the results of similar complaints review and taking into consideration that the problem was not reproduced by the field service engineer, it cannot be excluded that the error code associated with the event was 2329 and that the pump would not start since the error message was not acknowledged by the user. The reported error code is associated with a software exception for which an anomaly was logged and solved with susbequent sw versions. The risk is in the acceptable region. No specific action was currently deemed necessary. No other specific action was currently deemed necessary, livanova keeps monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication, livanova learned that the event occurred on 10th march 2025. Dedicated section b3 of this report has been updated accordingly. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue: no abnormalities were found. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Cockpit log analysis cannot be performed since the machine was upgraded to software version 1.5.1 before the log extraction. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.